Event description:
Device 2 of 3. Reference MFR report#: 1627487-2013-11128, reference MFR report#: 1627487-2013-11130. It was reported may have her scs system explanted due to needing to undergo a hip replacement procedure. It was also reported, the pt has stopped using her scs system due to it being non-beneficial. The pt may meet with an sjm rep for reprogramming.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.